Event description:
It was reported that balloon rupture occurred. During the procedure, a 3.00mm x 15mm nc emerge balloon, ruptured prior to reaching nominal pressure. It was necessary to use other balloon to complete the procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event: estimated based on aware date as event date was not reported. The device was returned for analysis. A visual examination identified blood within the balloon. No issues or damages were found with the hypotube shaft. A detailed microscopic examination of the balloon material identified no leaks or issues. The inner lumen was stretched and bunched 4.5 cm from the distal tip, with the distal end of the inner lumen flattened within the balloon. The tip showed no signs of damage. A microscopic examination of the distal and proximal marker bands identified no damage. The device could not be loaded or tracked on a 0.0140-inch test guidewire due to the damaged inner wire lumen. The device was attached to an encore inflation device, and the balloon was inflated to the rated burst pressure of 20 atmospheres with no issues. The encore device was verified before and after use using the druck gauge. No other device issues were identified during the returned product analysis.

Event description:
It was reported that balloon rupture occurred. During the procedure, a 3.00mm x 15mm nc emerge balloon, ruptured prior to reaching nominal pressure. It was necessary to use other balloon to complete the procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event: estimated based on aware date as event date was not reported.